Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that noise, oversensing resulting in inappropriate shock was noted when it comes to this device. The device was interrogated and two types of noise was noted, one with repetitive waveform reproduced with manipulation over the distal electrode and another similar to air bubbles in the header. The device was reprogrammed to primary vector to avoid noise. A review by technical services (ts) noted that all episodes reviewed show artifacts which match the patters of air entrapment, however there are two different patterns. Ts noted both signal patterns indicate air trapped in the system. Ts believed that next to air entrapment within the header, there was possibly also air at one of the sensing electrodes. As similar artifacts could be recreated by manipulation ts agreed to program the device to primary vector. Ts noted that the alternate vector seemed to show better sensing qualities then the primary vector. At the next in-clinic follow up any air in the system will likely be gone. A new automatic set up should be performed, and if sensing vectors do not change, the device will most likely be reprogrammed to alternate vector after automatic setup. The device remains implanted. No adverse patient effects were reported.